Manufacturer narrative:
Follow up #1 submitted: 08/12/2013, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the pump powered on with a dim, faded display. A test display was attached to the pump and illuminated properly without discoloration. Unrelated to the complaint, evaluation revealed a cracked battery compartment from the threads to the case seal, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
On (B)(6) 2013, the distributer contacted animas, alleging a display (color spectrum) issue. There was reportedly a pixel color change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).